Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized on (B)(6) at 6 pm due to the high blood glucose level. The customer was at over 325 mg/dl when admitted to the hospital. The customer was not wearing the insulin pump at the time of the hospitalization. It was also stated that the customer was off for less than 48 hours prior to the hospitalization. The insulin pump will be returned for the analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test with 0.08750 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.